Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had intermittent high out-of-range pacing impedance measurements and evidence of oversensed noise. Postural based isometrics were unable to induce noise. The patient noted nothing medically or physically has changed. Boston scientific technical services (ts) recommended unipolar pacing with bipolar sensing. The patient is not pacemaker dependent and there were no adverse patient effects as a result of the clinical observations. The patient will be seen again at their routine quarterly follow up visit.

Manufacturer narrative:
Patient code 3191 was used to capture the surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead had intermittent high out-of-range pacing impedance measurements and evidence of oversensed noise. Postural based isometrics were unable to induce noise. The patient noted nothing medically or physically has changed. Boston scientific technical services (ts) recommended unipolar pacing with bipolar sensing. The patient is not pacemaker dependent and there were no adverse patient effects as a result of the clinical observations. The patient will be seen again at their routine quarterly follow up visit. New information received indicates that this rv lead was replaced.